Event description:
A patient reported that he needed to have MRI's of his back and his stimulator was dead. The procedure was not due to a problem with device or therapy. The patient reported his stimulator was totally dead because he stopped using it due to having trouble recharging it. The patient reported that a manufacturer representative checked the device a month and a half ago and determined the implant had died. The patient was redirected to their healthcare provider to determine MRI eligibility since the device was unable to communicate with the programmer to put it in MRI mode. No patient symptoms were reported. The indication for implant was spinal pain.